Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post ventricular sense (vs) leading to inappropriate shock. Reprogramming occurred, but the settings that eliminated made the patient susceptible to other risks, so the device was programmed back to the original settings. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.